Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient called 911 because her cgm reading wouldn't go up. She did not mention any symptoms, but reported it was at 100 mg/dl while bg showed 150 mg/dl. An ambulance arrived and took her to the ER. There, the bg was 300 mg/dl while egv was 100 mg/dl. She was given saline. The length of stay was not documented. She was noted to be fine a week later at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid when checked in the emergency room. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
Cmpl(B)(4) b1: adverse event and/or product problem- correction. B5: describe event or problem - correction. H2: correction.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient called 911 because her cgm reading wouldn't go up. She did not mention any symptoms, but reported it was at 100 mg/dl while bg showed 150 mg/dl. An ambulance arrived and took her to the ER . There, the bg was 300 mg/dl while egv was 100 mg/dl. She was given saline. The length of stay was not documented. She was noted to be fine a week later at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid when checked in the emergency room. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.